Event description:
The customer reported that the user was unable to get the fetal heart rate with an external ultrasound transducer. A fetal scalp electrode was attached to the fetus' head. The maternal heart rate was compared to the fetal heart rate and it was found to be identical. An emergency delivery was done but the fetus was stillborn. The fetus body was macerated.